Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022 investigation summary it was reported there were units with scale marking issues. To aid in the investigation, one photo and four loose 10ml syringes were received for evaluation by our quality team. A visual inspection was performed and each sample was observed to have most of its printed scale missing. A sliver of the entirety of the scale was present but was severely rolled and skewed on all samples. The observed condition was non-conforming per product specification and associated with the marking process. A device history record review was completed for provided material number 302995, lot number 2250284. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2250284 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The conditions appear to be occurring at or below their expected frequency. Batch 2250284 is considered in compliance with our product specification requirements.

Event description:
It was reported that there were no scale markings on the bd luer-lok¿ tip syringe barrel. The following information was provided by the initial reporter: "a 10ml syringe made by becton dickinson was missing proper degradations on its barrel, rendering it useless."

Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # mw5112965. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were no scale markings on the bd luer-lok¿ tip syringe barrel. The following information was provided by the initial reporter: "a 10ml syringe made by becton dickinson was missing proper degradations on its barrel, rendering it useless."